Event description:
It was reported that the patient was no longer able to maintain the device with routine daily charging, and two contacts were found with high impedances. The patient underwent an ipg replacement procedure, the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively. The explanted ipg was kept by medical facility.